Event description:
It was reported the patient experienced numbness and weakness in the lowe extremities a few days after the implant surgery. Subsequently, a CT/myelogram was done which indicated cord compression. Surgical intervention was done on (B)(6) 2013 to move the lead to a new location. Follow-up identified the patient did not experience any numbness/tingling immediately post-operative; however, during the post-operative programming session, the patient reported he continued to experience some numbness in the legs but felt his condition had improved. The patient is undergoing physical therapy. It was also reported the patient could move his leg only when stimulation was turned off. The sjm representative reprogrammed the system to low amplitude programs which yielded effective stimulation coverage and resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.